Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose from (B)(6) 2020. Blood glucose reading was over 600 mg/dl when customer was taken to the emergency room. Customer was treated with the insulin drip. Customer also received insulin flow blocked alarm. Customer declined troubleshooting for the alarm. The insulin pump will not be returned for analysis.